Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed a bandage containing which appeared to be blood. Pil also observed other contaminants coating the exterior of the device which carried an odor and appeared to be consistent with other bodily fluids. Due to this high level of contamination, the device will be disposed the manufacturer concludes the device has contamination. There was no evidence of degraded sound abatement foam. Section d8, d9 and h6 has been updated in this report.